Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but the issue was not resolved. Customer stated they got into the water with insulin pump. Customer stated there was no sign of fluid or damage on the insulin pump. Customer stated the contacts on battery cap was not missing or damaged. Customer stated they performed self test and test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.